Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was ruptured and blood on the helix.

Event description:
It was reported that the patient experienced shortness of breath. Additional information received indicated, the lead had perforated and that the patient experienced a blood clot and an infection. The lead was removed. No further patient complications have been reported as a result of this event.